Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. The patient effect of infection is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venous closure of a right common femoral vein was performed with a proglide device after an electrophysiology interventional procedure. Reportedly, a few weeks after the procedure an infection was observed at the access site. The physician was unsure if the infection was due to the proglide device as a non-abbott device was also used. The infection was treated with antibiotics. No additional information was provided.